Event description:
The customer reported that following a diagnostic catheterization procedure on event date a vasoseal es was deployed. During deployment, the physican described feeling that the usual amount of resistance was not met when deploying the first collagen plug. However, the usual resistance was felt during deployment of the second collagen plug. Post procedue pulses were normal for about half an hour and then diminished and became absent with a doppler. The patient was taken to surgery for removal of a foreign body/clot from the artery. The surgeon described the puncture site having a tear on the posterior wall of the superficial femoral artery at the bifurcation of the profunda. The pathology report confirmed the presence of collagen in the clot removed. The patient remained in the hospital for treatment of an acute myocardial infarction. No further complications were reported.